Event description:
Procedure: ventral hernia repair. According to the reporter: the pt contacted doctors after the second operation repair. And stated that the hernia had returned, diagnostic was determined that maybe a problem with the mesh. Doctor performed operation on pt in '08 and discovered the mesh was attached at the fixation point, but had torn the length of the mesh. Tissue damage was reported, the surgeon used one layer of permacol and layered to sheets of poly propelene mesh over the permacol, and completed the preperitonal.